Event description:
Arterial and venous air alarms occurred during two consecutive hemodialysis treatments. Due to the amount of air in the circuit, both treatments were discontinued without performing rinseback resulting in an estimated blood loss of 190cc for each treatment. Hb decreased from 10.7 g/dl in (B)(6) 2011 to 9.4 g/dl on (B)(6) 2012. The pt's standard epogen was increased from 16,000 to 20,000 units 1xwk. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the extracorporeal circuit. The alarms and subsequent blood loss events are attributed to the operator not closing the saline t as directed in one instance and air entering through the pt's access needle in the other instance. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.